Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B93879) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("schocking and stabbing pains in lower abdomen and lower abdomen") and back pain ("lower back pain/I am always in pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain and genital haemorrhage to be related to essure. Batch no b93879 production date 2013-11-07 expiration date 2016-11-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted (lot no. B93879) for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced genital haemorrhage (seriousness criteria medically important and intervention required), abdominal pain lower ("schocking and stabbing pains in lower abdomen and lower abdomen"), back pain ("lower back pain/I am always in pain"), dysmenorrhoea ("painful periods"), menstrual disorder ("quarter size blood clots during menstrual cycle"), alopecia ("hairloss") and cyst ("cyst "). The patient was treated with surgery (essure device removal). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain lower, alopecia, back pain, cyst, dysmenorrhoea, genital haemorrhage and menstrual disorder to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Batch no b93879 production date 2013-11-07 expiration date 2016-11-30. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2022: pfs received. Reporter information , product indication , concomitant drug, removal date,event : " hair loss "; " painful periods" and " quarter size blood clots during menstrual cycle" added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('heavy bleeding') in an adult female patient who had essure (batch no. B93879) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("shocking and stabbing pains in lower abdomen and lower abdomen") and back pain ("lower back pain/I am always in pain"). The patient was treated with surgery (essure device removal). Essure was removed. At the time of the report, the genital haemorrhage, abdominal pain lower and back pain outcome was unknown. The reporter considered abdominal pain lower, back pain and genital haemorrhage to be related to essure. Quality-safety evaluation of ptc: in this case no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. The review of the manufacturing documentation did not reveal any relevant deficiencies or any reason to suspect a quality defect. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. No similar ae case reports were identified for the reported batch. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 8-jun-2020: plaintiff fact sheet received. Reporter information updated. Essure removal done. Case category updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.